Manufacturer narrative:
Due to character restrictions in block e1, e1 event site city is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that an automatic filling error occurred with the intra-aortic balloon (iab) using the trp3546 model. Manual filling did not resolve the issue, and the balloon could not be operated. The catheter was subsequently removed and replaced, with no harm done to the patient.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e4, g1(contact person ¿ mfg site), g3, g6, h2, h6, (type of investigation, investigation conclusions), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no.: (B)(4)